Event description:
It was reported that while performing a pacemaker implant the physician was unable to get pacing thresholds below: 4 volts and an impedance of 2400 ohms. The r wave was less than 3mv. Numerous attempts were undertaken in various locations and with different test cords yielding similar results. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): no anomalies found; full lead was returned and analyzed.

Event description:
It was reported that while performing a pacemaker implant the physician was unable to get pacing thresholds below: 4 volts and an impedance of 2400 ohms. The r wave was less than 3mv. Numerous attempts were undertaken in various locations and with different test cords yielding similar results. The lead was explanted and replaced. No patient complications have been reported as a result of this event.